Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, the paravalvular leak (pvl) was caused by the defects around the annulus. There was no allegation against the device.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding this explant have been unsuccessful. The explanted device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that three years post implant of this bioprosthetic valve, this valve was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from this surgeon that the valve was explanted due to severe mitral regurgitation secondary to severe peri-valvular leak and a pseudoaneurysm at the mitral annulus. Upon explant, visualization of the valve revealed the valve was intact without degenerative changes, but there were several defects around the annulus which the surgeon reported were the source of the peri-valvular leak. The pseudoaneurysm noted at the mitral annulus had flow in it. The ventricle had separated from the atrium from most of the right side of the annulus, resulting in an elliptical annular orifice. The pseudoaneurysm was repaired with a patch. No adverse patient effects resulting from the replacement procedure were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.